Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the following led to the malfunction: the cable unit was damaged, causing the endoscopic to have no display. A device history review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head presented an image problem. And the camera was not working. There were no reports of patient harm.

Event description:
It was reported the camera head presented an image problem and the camera was not working. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). Health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.